Event description:
It was reported that the battery reciprocator device was not working properly. The devices operation was checked again by exchanging the battery and the battery casing but the device did not work at all. During service and evaluation, it was determined that the device had intermittent operation. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was initially running without any issues until it was tried to measure the speed then the device stopped by itself. After the shaft was moved a bit forward the device started running again, this is consistent with a death point of the motor leading to the intermittent running. Furthermore, it was found that the device failed visual inspection due to fading color of the control unit. The device also failed pre-test for general condition, check function of the device and mode switch test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due improper reprocessing and component wear.